Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was confirmed. During the evaluation, it was determined that the probe unit tip broke off; adhesive crack of the image guide bundle part; insertion tube had a dent; and the scope connector wire length was short. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera ii ultrasonic bronchofibervideoscope, a piece of the white part broke off the end of the scope after the diagnostic procedure was complete. The user was taking the balloon off the scope. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
Correction to h10. The reported event was not confirmed. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. About breakage, phenomena can be prevented by following the contents of the instruction manual below: ¿caution : do not apply excessive force to or bend the distal end of the endoscope. Instrument damage may occur.¿ olympus will continue to monitor field performance for this device.